Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, the stent failed to cross the lesion and deformed. The lesion being treated was moderately tortuous, moderately calcified in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used during delivery. When advancing the device into the anterior descending artery, it could not pass through the lesion. The distal end of the stent was not smooth and had a protrusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: initial reporter phone number provided. Product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the distal stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.